Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving dilaudid (4.0 mg/ml at 0.4996 mg/day to 0.651 mg/day with the use of boluses) via an implanted pump. It was reported that the patient¿s catheter was cut during an unrelated back surgery, and it needed to be replaced. After speaking to the patient prior to catheter replacement, the patient stated that they were experiencing return of pain, headache, and some withdrawal symptoms. The damaged/cut catheter was replaced. The issue was reported to be resolved.